Manufacturer narrative:
The reason for this complaint was the agent requested that the returned femoral component be tested to confirm the alloy meets specifications. This investigation is limited in scope because of the lack of detail in the complaint report. The original surgery was performed on or about (B)(6) 2014. The date of the revision surgery was not explicitly stated, but is thought to be on or about (B)(6) 2014. The event occurred during inspection and away from the patient. The surgery was not completed as intended. The incident parts, not the explants, were returned to djo surgical on 16 july 2014 and were sent to accutek testing laboratory, report no: (B)(4). In response to a request for clarification of the issue, the agent at speetec responded with "the hospital inform us, that the implant have loosened after curing of the cement. Something weird also appeared that no cement residue on the femur were present. That's why we asked for verification of the alloy." The incident components were returned to djo for inspection. A review of the device history records (dhrs) revealed no non-conforming material reports (ncmr's) associated with either of the components listed in the complaint. A visual inspection of the femur component finds the part to be in nearly pristine condition. Some light scratching is present on the articulating surfaces, and very lightly burnished areas can be seen on the distal surfaces around each of the posts, and on the lateral posterior chamfer. Visual inspection of the tibial insert component finds this part also to be completely free of any visible residue of any kind. There is some light scuffing on the articulating surfaces. The chemical analysis received from sandvik medical solutions, the femoral casting supplier, was reviewed. The chemical composition of the cocrmo alloy, as indicated by this lot certification, meets the material specification (astm f-75). To confirm the original chemical analysis, the femur component was submitted to accutek testing laboratories. The part was sectioned and chemical analysis was performed on the section, as reported in accutek report (B)(4). The chemical composition was found to meet the requirements of the specification, astm f-75, with the exception of nitrogen which could not be measured by the lab's equipment. Finally, the grit blasted surface finish of the femur was analyzed by accutek using a surface roughness test. Another identical femur from finished goods inventory was provided as a "baseline". Accutek's results were published in report (b)(). The surface roughness measurements of the baseline part averaged 128.76 ¿in, while the surface roughness of the incident part averaged 113.32 ¿in. The specification requirement is to grit blast the interior box surfaces with #24 media. The resulting surface roughness is not specified, but can be expected to vary through some range based on the lifecycle of the grit blast media. The measured baseline surface roughness cannot be taken as a mean or expected value for the grit blast process, but only as a point of reference. The measured surface roughness of the incident part is less (smoother) than that of the baseline part, but not so grossly different that it would explain a complete lack of cement adhesion if implanted. (B)(4). A definitive root cause cannot be determined since the incident parts and not the explant were returned to djo.

Event description:
Revision surgery - the femur had no cement residues; back for inspection and surveys. The alloy needs to be approved.